Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: new grasper broke during case. No patient harm the failure identified in the investigation is consistent with the complaint record. The probable root cause could be user excessive force. The shear pin was designed to break before the jaw as safety feature the device manufacture date is not known.

Event description:
It was reported that the device broke. No pieces fell into the joint space.